Event description:
Event description guidant received information that the patient with this pacemaker, which is affected by a recent field advisory regarding failure mode 1, experienced syncope. The patient's physician inquired if this could be due to this failure mode, however, the device was interrogated and no issues were identified.